Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position in a patient with extreme anatomical conditions. During procedure, the sapien 3 valve dislocated in the ventricle. Unfortunately the valve embolized before the second already crimped valve could be inserted for stabilization. The patient was converted to surgical implantation. The patient was doing well. As per medical opinion, the case was due to complex anatomy and subclavian access, a ventricular shift of the valve resulted primarily in a very low ventricular positioning and due to stabilization of hemodynamics the valve dislocated in the ventricle and was surgically removed. The complex anatomy has been described as, short working length from subclavian access and inappropriate angle of the aortic arch.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve embolized into ventricle was unable to be confirmed due to unavailability of provided imagery and returned product. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'as per medical opinion, it was due to complex anatomy and subclavian access, a ventricular shift of the valve resulted primarily in a very low ventricular positioning', and 'the complex anatomy has been described as, short working length from subclavian access and inappropriate angle of the aortic arch'. In this case, it appeared that patient had a challenging anatomy or aortic arch, which could affect the final valve positioning angle. As such, available information suggests that patient factors (challenging anatomy) and/or procedural factors (valve positioning and deployment technique) may have contributed to the complaint events. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.